Event description:
It was reported, the pt received two injections while in the ER last year which have irritated the sciatic nerve. A burning sensation was felt at the ipg site. The pt also has been in pain since this time reporting persistent pain with stimulation on. The pt was advised to try turning stimulation up when pain is present to help provide relief. A physician consult is forthcoming to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.